Manufacturer narrative:
Date of event: (B)(6) 2019; date of report: 19feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit was possibly contaminated. Reportedly, a contagious patient was placed on the ventilator with no inspiratory bacteria filter in place. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of report: 28jun2019, date rec¿d by MFR :27jun2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer replaced the defective gas outlet port, proximal port, white nylon barbed fitting, boot kit, gas delivery system, blower assembly, o2 fitting, and tubing kit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.